Event description:
Patient reported 5 incidents of the infusion set tubing separating from the luer lock connection in the previous 2 weeks. She stated her blood glucose was elevated to 435 ->500 mg/dl. Patient indicated that 4 of the 5 infusion sets were completely separated and the fifth was partially separated. She reported symptoms of frequent urination and extreme thirst. Patient indicated that she changed the infusion set and administered a bolus to address the issue. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.